Event description:
Patient was receiving CT thorax with contrast. CT tech using 10ml pressure injectable hub on 3 lumen line; hand flushed with difficulty prior to hooking up to power injector. No issues when injector hooked up and initial flush completed at rate of 2. During scan with power injector using the 10ml hub, the line appeared to fail and develop a small penetration between the hub and the patient on the 10ml line.